Manufacturer narrative:
No product has been returned and the reported serial number was deemed invalid. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. A tripped trend review was conducted for the reported complaint and fs lite meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported being unable to test the blood glucose due to an ER-4 on the display of his adc blood glucose meter upon test strip insertion. Customer self-presented to the hospital to know what the ER-4 meant and during the visit he experienced symptoms described as ¿dizziness and light headed". A reading of 326 mg/dl was obtained by the hcp and was treated with 12 units of novolog insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported being unable to test the blood glucose due to an ER-4 on the display of his adc blood glucose meter upon test strip insertion. Customer self-presented to the hospital to know what the ER-4 meant and during the visit he experienced symptoms described as ¿dizziness and light headed". A reading of 326 mg/dl was obtained by the hcp and was treated with 12 units of novolog insulin. There was no report of death or permanent impairment associated with this event.